Event description:
It was reported that the customer had a change sensor and a cal error. Customer's blood glucose level was 408 mg/dl. Customer treated with the pump. Customer stated that there was an incorrect blood glucose or delayed entry. Customer no longer has the sensor inserted. It was explained that the cal error was caused by an incorrect or delayed entry. Customer was advised to monitor and to call back if the cal error recurs. Manual insertion was reviewed since customer is having issues with the serter partially inserting and having to push the rest by hand. Replacement sensors will be sent. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.